Event description:
Additional information received indicates that the ipg was explanted and replaced with a new ipg. Patient lost therapy due to the ipg being inoperable. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to connect or charge their ipg. Troubleshooting was unable to resolve the issue, the ipg was deemed inoperable. As such, surgical intervention took place wherein the ipg was explanted to address the issue.